Event description:
A device was returned to the manufacturer's service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a trilogy 100. The manufacturer received information alleging visualization of particles in the air path. There was no allegation of serious or permanent harm or injury. The trilogy 100 was returned to the manufacturer's service center for evaluation, and the visualization of foam particles was confirmed. The device was scrapped.